Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips the battery was faulty. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer requested a replacement battery.

Manufacturer narrative:
Following the evaluation of the device, the customer replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.